Event description:
Customer received result of 190 mg/dl on an unknown aviva combo system, result of 243 mg/dl on the aviva combo system, and result of 97 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the unknown aviva combo system (lot number and expiration date unknown). (B)(4).